Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the inner pouch of a vascular probe during incoming inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and loose particulate matter (pm) was identified on the outside wall of the inner pouch. The pm was analyzed microscopically and the pm was determined to be a fiber. The size of the pm was measured to be 0.80 mm squared in size. The location of the pm outside of the sterile packaging has been determined to not be a risk to a patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.